Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A review of the episode showed suspected double counting. The device was reprogrammed from the primary to the secondary vector and the rate cut off was increased, from 230 to 250. No adverse patient effects were reported outside of the inappropriate shock. It was noted the patient was hospitalized pending a review by technical services. Technical services reviewed the submitted data and found it was not in the correct format. Therefore, the pdf reports were reviewed. Technical services discussed the increased rate cut off could delay the time to therapy, but might not fully mitigate therapy delivery, and discussed performing troubleshooting to see if the morphology change could be recreated and testing the secondary vector with movements and posture changes. The device remains implanted and in service.